Event description:
It was reported that pcu displayed error code 800.8000. There was no harm.

Manufacturer narrative:
The complaint of an error code 800.8000 was identified in the pcu error log and was replicated during testing. The pcu event log identified the system error (800.8000.0 in the logs) to have been triggered at 2:01 am and the system continued to infuse until a state change occurred at 2:32 am. The pcu error log showed system error (800.8000.0 in the logs) occurred on (B)(6) 2019 at 02:32 am. Testing confirmed the reported system error (800.8000.0) occurred on (B)(6) 2019 at 2:32 am. Keypress replication was able to replicate the customer¿s error code 800.8000.0 / 255-16-275 (seen in the logs by the customer). The root cause of system error (800.8000.0) is a software timing anomaly which occurred when starting the infusion on the pcu at the same time clearing the alarm on the pump module.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that pcu displayed error code 800.8000. There was no harm.